Manufacturer narrative:
The vertecor midline osteotome was used in very dense bone. Per statement in warning section of IFU 1131 rev. Al, "do not use this product in dense bone or traumatic fractures, device damage and patient injury may occur." A review of the lot history record did not reveal any anomaly related to the complaint. Prior to the release of the lot, mechanical testing was performed. Results of mechanical tests for this lot of midline osteotome met all specifications.

Event description:
The vertecor midline osteotome became stuck in the vertebral body. The physician created a channel to the stuck midline osteotome and used another vertecor midline osteotome in attempt to remove the stuck osteotome. No patient injury occurred.